Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm. The customer did not receive a low battery alert prior to the replace battery alert. Customer stated the battery cap was not loose, cracked or damaged. Customer reported this was the second occurrence of replace battery alert or replace battery now alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On mar 26, 2022 customer alleged insulin pump's unexpected battery power loss and battery lasts less than expected. Insulin pump passed active current measurement, sleep current measurement, self-test, and displacement test. P-cap locks properly into the reservoir compartment. Insulin pump successfully downloaded traces and history file using thump. Insulin pump was cut open to perform visual inspection and found evidence. Insulin pump trace download analysis confirmed the insulin pump alarmed pump error 25 on (B)(6) 2022 14:00:00.000. The power management graph confirmed pump error 25 was triggered when the battery loaded voltage (loaded vlith). After disconnecting and reconnecting the internal battery connector on electric board6/electric board 1, the insulin pump was monitored and functioned properly. The following were noted during visual inspection: cracked keypad overlay, keypad overlay texture damage, stained keypad overlay, pillowing keypad overlay, and dried insulin - motor slide. Unexpected battery power loss and battery lasts less than expected were confirmed due to the power management graph not in spec and pump error 25. Pump error 25 was confirmed in the insulin pump history due to electric board6 resistance connector issue. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.